Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited functional undersensing of the right ventricular (rv) channel. Technical services (ts) reviewed device data and determined the device was programmed with rythmiq on. This caused the device to pace in the atrium, when an intrinsic ventricular beat occurred in blanking. A ventricular pace was delivered as a result of the functional undersensing, nearly pacing on the t wave of the intrinsic beat. Ts determined the device was functioning as programmed. This ICD remains in service. No adverse patient effects were reported. Additional information was received. The patient's slow ventricular tachycardia (vt) was functionally undersensed by the device. The patient was interrogated, and therapy was turned off because the report said the device was not programmed to monitor or provide therapy. It was noted the patient had a treadmill test, but no other procedures occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited functional undersensing of the right ventricular (rv) channel. Technical services (ts) reviewed device data and determined the device was programmed with rythmiq on. This caused the device to pace in the atrium, when an intrinsic ventricular beat occurred in blanking. A ventricular pace was delivered as a result of the functional undersensing, nearly pacing on the t wave of the intrinsic beat. Ts determined the device was functioning as programmed. This ICD remains in service. No adverse patient effects were reported. Additional information was received. The patient's slow ventricular tachycardia (vt) was functionally undersensed by the device. The patient was interrogated, and therapy was turned off because the report said the device was not programmed to monitor or provide therapy. It was noted the patient had a treadmill test, but no other procedures occurred. No additional adverse patient effects were reported. Additional information was received from the field. Tachy therapy was turned off for a stress test and turned back on after completion of the test. No programming changes were done after the stress test. The exercise induced the vt. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.